Event description:
It was reported that an ilet user experienced hyperglycemia after eating a ham sandwich and cookies and announced a more-than-meal size, later acknowledging the meal could have exceeded that amount. Glucose values trended from 235 mg/dl down to 198 mg/dl without user correction, and the user later asked about proceeding with dinner, which was permitted with education that regulation could take additional time. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem related to announcing an incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.